Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Patient required cardiopulmonary resuscitation (CPR) while preparing to move from the cath lab to cardiovascular intensive care unit (cvicu). Impella needed to be positioned several times as it tended to want to come out with any reduction in p-level. The physician elected to leave the impella in deep 5.5 cm on echo at bedside. However, there was inability for impella cp to maintain the position. Patient escalated to impella 5.5 as an additional impella device was needed.

Manufacturer narrative:
No product was returned. As per clinical information provided, CPR was done for patient support before transferring from cath lab to cardiovascular intensive care unit. After CPR, positioning issue occurred and had to escalate to new product. The cause of the positioning issue was use related due to CPR being performed before the improper position occurred.